Manufacturer narrative:
Reported alcl-suspected on 21.jun.2016 with supplemental sent on 27.jun.2016. This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2016-00045. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This report is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, d6b, g4, h4.

Event description:
This record is un-reporting due to device not PMA approved.